Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not communicating properly with electrode belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to the y402 crystal oscillator being broken off the monitor c/a board. The root cause for the damaged crystal oscillator could not be positively identified. No adverse event resulted from the damaged y402 component. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's significant other contacted zoll customer support to report a code 204. The patient received a replacement monitor.